Event description:
A report from the field indicated that a lumbar hydrocephalus shunt, was tested prior to use in a patient, and the separated lumber antechamber was found defective (leak at the connection). No patient impact was reported.